Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia after continuous glucose monitoring reconnected, with blood glucose peaking at 403 mg/dl and remaining above 180 mg/dl for over five hours; no alerts occurred while the cgm was not reading, and no backup therapy, ketone testing, steroid use, medical intervention, or assistance was reported. Symptoms included fatigue. Outcomes included no hospitalization or medical intervention. Investigation included remote troubleshooting and education, including guidance to replace infusion supplies and relocate the infusion site. Investigation of this case revealed that hyperglycemia persisted until the user changed the infusion set and supplies, after which glucose decreased to 350 mg/dl, suggesting the prior infusion site placement was suboptimal; the cause of the initial hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.